Event description:
Procedure: vats. According to the reporter: the staple anvil did not close properly, staples were misformed. Thoracotomy was necessary to stop bleeding. Surgery time extension was reported as more than 30 minutes. Blood loss was reported as more than 250 cc. Staples dislodged into the patient cavity and were removed.

Manufacturer narrative:
(B)(4)